Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the insulin pump alarmed motor error twice in the last week. Customer stated she was able to complete the rewind process the first time but is concerned as the alarm reoccurred. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI. Customer does use the sensor feature and was advised about false motor error. Customer stated it could have been the case for both alarms she may have been seeing the sensor graph when the device was bolusing. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.